Event description:
Abbott provider pump set leaked around the filter site, interrupting the pt's nafcillin regimen and requiring them to come into outpatient IV clinic to have the tubing and bag replaced.